Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-01497. It was reported that the patient experienced ineffective therapy. X rays confirmed both leads migrated into l1 vertebral level and towards left. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 2. Reference MFR report # 3006705815-2018-01497. Additional information identified that surgical intervention was undertaken on (B)(6) 2018, wherein a new lead was implanted at vertebral level t9. Both the leads were left in place. One lead was disconnected and new lead was connected.